Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diseased mucous membrane, infection, pain. Approximately 10 days after the placement the patient experienced pain at the 2 implants - infection and removal. Same patient as (B)(4).